Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the best they have been able to achieve with the stimulator was a sense of sensation when their bladder was full. Patient reported 3 weeks and 2 days ago patient had bladder surgery to remove an entire gravel pit of bladder stones that were as big as 3 centimeters large. Patient reported they turned therapy off for the surgery and then turned therapy back on a few days after the surgery but reported since then they have not been able to find a setting where they have any sensation of bladder fullness. Patient stated they have tried increasing stimulation and changing programs, but stated it seems rather random. Patient stated they may need an evaluation. Patient stated they have like 12 programs and they could go through them but it seems random. Patient stated their doctor is no longer working at the hospital they visit and stated they do not have a managing doctor at that hospital. Patient stated they are seeing a physician's assistant. Patient stated they were told to contact the company with issues. Agent reviewed role of patient services and offered to send patient physician listings but patient declined. Patient clarified event date as they had the bladder surgery on (B)(6) but stated they had therapy turned off for a couple days because they had a foley catheter and stated this started since they turned therapy back on (B)(6). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-20 additional information was received from the patient. They didn't report whether the device was affected by emi, but stated that the device was turned off as a precaution. They stated the surgery that they had may have damaged the bladder nerves which they are expecting to heal. They determined that the device was working.